Manufacturer narrative:
Philips remote service engineer (rse) spoke to the customer and confirmed a ¿speaker problem¿ the device was confirmed to functioning in standalone mode, completely out of sound and displaying an inop message without sound. The rse determined that the "speaker assembly" needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement of speaker to resolve the issue. Results of functional testing indicate a malfunction of the device. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported that the intellivue patient monitor mx10 had a "speaker cable is damaged." It is unknown if the device was in clinical use at the time of the event. No adverse event occurred.